Event description:
Since (B)(6) 2024, recurring quality issues have been reported with bosma good works gloves, posing a potential staff safety risk. Staff noted that many gloves arrive torn, stick together, or tear easily when donned, compromising barrier protection. Some gloves are also received pre-soiled. After notifying the company, the hospital transitioned to bosma opportunity flex gloves; however, the same issues persisted, continuing to place staff at risk of exposure. An250211252 size small, an250411331, an250511406, an250211282- size s, an250411407 size m, an250210952 size m, an250210949 size m, an250210949 size m, an241110951 size s, an241110950 size m. Reference report mw5176317, mw5176318, mw5176319, mw5176320, mw5176321, mw5176322, mw5176323, mw5176324, mw5176325.